Event description:
It was reported that the user experienced a ¿yoyo¿ glucose pattern, with a rapid rise from 119 mg/dl to 214 mg/dl without symptoms while asleep, followed by automated correction dosing from the pump and subsequent hypoglycemia to a nadir of 66¿68 mg/dl; the user treated with oral fast-acting carbohydrates and later education was provided to use up to 15 grams and recheck in 15 minutes before announcing a meal. Symptoms included feeling a little shaky. Outcomes included recovery with oral glucose and completion of troubleshooting and education. Investigation included review of the reported event details and user guidance on hypoglycemia treatment. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia given the preceding glycemic rise and automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.